Event description:
Reportedly, the pit button remains red and 4 progression lights are on, despite unplugging and plugging back the device at several locations.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pit button remains red and 4 progression lights are on, despite unplugging and plugging back the device at several locations.

Manufacturer narrative:
Upon reception, the returned home monitor was tested and the reported issue was not confirmed: no red pit button and progression lights was observed on the returned home monitor. It was noted that as the home monitor was not paired with the implant when a patient initiated transfer (pit) was attempted. However, a green status light was observed, but it most probably resulted from the home monitor starting self-test by itself, as per specification. - based on available data, no issue is suspected with the returned device.